Event description:
This device was sent in for service. During service, the device was observed with a "hole/cut in hose." The device was not being used in surgery. It is unknown if injury or medical intervention occurred. No additional information provided.

Manufacturer narrative:
The device was received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or if additional information is received, a supplemental report will be sent. Ref: (B)(4).